Event description:
A report was received that the patient was experiencing increased leg pain when stimulation is on and pocket site pain. The patient will undergo pocket revision.

Manufacturer narrative:
Additional information was received that the physician believed the leg pain was not device related. The physician noted that the patient has incisional neuroma. The patient underwent a pocket revision wherein the physician just revised the location. The patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient was experiencing increased leg pain when stimulation is on and pocket site pain. The patient will undergo pocket revision.

Event description:
A report was received that the patient was experiencing increased leg pain when stimulation is on and pocket site pain. The patient will undergo pocket revision.